Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a decrease in delivering the tidal volume. The device was in clinical use when the issue occurred; the patient was immediately moved to a different ventilator. No patient or user harm reported. The customer reported that the v60 ventilator had a decrease in delivering the tidal volume. The device was then inspected by the hospital's equipment staff, and it was reported that the air flow sensor was faulty. After replacing the sensor, the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.